Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date and name of the procedure? What tissue was the suture used on? What date did the patient experience dehiscence? Was any medical intervention indicated, if so what? What is the current condition of the patient?

Event description:
It was reported the patient underwent an unknown procedure in 2020 and the suture was used. It was reported that the suture broke post-op causing wound dehiscence. No further information was provided.